Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the event. Resmed is in communication with the reporter to obtain additional information regarding the event details and has requested the unit be returned for an extensive engineering investigation. Once the device is returned and the investigation is completed, resmed will provide a follow-up report with additional information. (B)(4).

Event description:
It was reported to resmed that a patient allegedly using an airsense 10 autoset expired.